Event description:
It was reported that during a coronary ptca/stenting treatment procedure, the stent dislodged. The physician had pre dilated an 80% heavily calcified lesion in the circumflex artery. The physician was unable to cross the lesion, and he elected to retract the stent/delivery device back into the guide catheter. The stent became caught on the guide catheter and dislodged. The stent was deployed where it had dislodged in the left main and circumflex. The pt was taken to surgery for bypass to the circumflex and lad. The pt status is listed as "okay". No additional info is available.